Event description:
It was reported that during a re-do pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a pericardial effusion with a drop in blood pressure. The patient had a previous pulmonary vein isolation (pvi) procedure. The premap showed that the right superior pulmonary vein (rspv) and left superior pulmonary vein (lspv) were reconnected. A pvi of these veins was performed along with posterior wall isolation and cavotricuspid isthmus (cti) ablation. Use of the catheter to perform posterior wall isolation and cavotricuspid isthmus (cti) ablation constituted off-label use of the device, as it is only indicated for pvi per the instructions for use (IFU). After the cti ablation a pericardial effusion was discovered near the left ventricle (lv), about 83 minutes into the procedure. A perforation was noted, but not localized to a specific area of the heart. Protamine was administered and the effusion was monitored on intracardiac echocardiography (ice) for about an hour. The patient's blood pressure was also monitored for that same duration of time. The effusion did not grow during that monitoring period, but the patient's blood pressure dropped from 95-105 systolic to 80. A pericardiocentesis was performed and roughly 180 ml of fluid was drained from the pericardium. The patient was hospitalized afterwards and was expected to make a full recovery. The procedure was completed despite the complications. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a re-do pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a pericardial effusion with a drop in blood pressure. The patient had a previous pulmonary vein isolation (pvi) procedure. The premap showed that the right superior pulmonary vein (rspv) and left superior pulmonary vein (lspv) were reconnected. A pvi of these veins was performed along with posterior wall isolation and cavotricuspid isthmus (cti) ablation. Use of the catheter to perform posterior wall isolation and cavotricuspid isthmus (cti) ablation constituted off-label use of the device, as it is only indicated for pvi per the instructions for use (IFU). After the cti ablation a pericardial effusion was discovered near the left ventricle (lv), about 83 minutes into the procedure. A perforation was noted, but not localized to a specific area of the heart. Protamine was administered and the effusion was monitored on intracardiac echocardiography (ice) for about an hour. The patient's blood pressure was also monitored for that same duration of time. The effusion did not grow during that monitoring period, but the patient's blood pressure dropped from 95-105 systolic to 80. A pericardiocentesis was performed and roughly 180 ml of fluid was drained from the pericardium. The patient was hospitalized afterwards and was expected to make a full recovery. The procedure was completed despite the complications. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
The farawave pulsed field ablation catheter was not returned to boston scientific for analysis; however, the reported clinical observations were confirmed by other means. The media attached with the incoming information for the event was inspected and showed evidence of the reported issue: a pericardial effusion / cardiac damage was observed via intracardiac echocardiography.